Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had an error 600.6835 right out of the box. There was no patient involvement.

Manufacturer narrative:
After review of the file it was determine that error code 600.6835 is not a reportable malfunction and MDR was submitted in error. Correction: describe event or problem, report source, report source other. Additional information: imdrf annex a ,b and g grids and manufacturer narrative (chr, DHR and shr statements). Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible. The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 09sep2019. The review was performed from the date of manufacture to the present date 22jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had displayed an error code 600.6835 right out of the box. There was no patient involvement.